Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Section d10 of the initial medwatch report indicates: returned to manufacturer on ¿ blank section d10 of the initial medwatch report should indicate: returned to manufacturer on ¿ 12/19/2019 section h3 of the initial medwatch report indicates: device evaluated by mfg ¿ no reason for no evaluation ¿ device evaluation anticipated, but not yet begun section h3 of the initial medwatch report should indicate: device evaluated by mfg ¿ yes reason for no evaluation ¿ blank section h6 of the initial medwatch report indicates: device code ¿ power problem method code ¿ type of investigation not yet determined section h6 of the initial medwatch report should indicate: device code ¿ power problem ¿ failure to power up method code ¿ testing of actual/suspected device section h10/h11 of the initial medwatch report indicates: additional mfg narrative ¿ physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10/h11 of the initial medwatch report should indicate: additional mfg narrative ¿ a third party service agent evaluated the customer¿s device and verified the reported issue. The service agent also observed that the device was unable to power on. The customer was sent a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to transistor, designator q8 on the analog pcb assembly. Q8 was electrically shorted. The device was destructively tested.